Manufacturer narrative:
(B)(4): dissection is labeled in the IFU. Event evaluation: still under investigation.

Event description:
A (B)(6) female pt underwent abdominal aortic aneurysm repair on (B)(6) 2011. The pt received a zenith main body and two zenith iliac leg grafts. The procedure was completed without reported incident. At the 30 day follow-up on (B)(6) 2011, imaging detected an ascending dissection originating at the barbs on the suprarenal stent. The dissection goes up to the left subclavian. True lumen decreases down to 1-2 millimeters. Additional procedures cannot be performed due to the size and location of the dissection. The pt will be referred to a CT doctor for future care.